Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;324241?1?1 ?;3172061?23801?;23309,,SI,752,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3209119?44009?;43240,,SI,349,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3266506?;113657?112139,,SI,844,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3303820?32131?;31552,,SI,35,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3312940?;101602?100162,,SI,712,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3333930?82193?;81035,,SI,650,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3364899?45305?;44531,,SI,370,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3389118?36799?;36152,,SI,530,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3397642?37412?;36745,,SI,490,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3420186?38907?;38220,,SI,469,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3434754?39933?;39220,,SI,398,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3464923?41755?;41003,,SI,484,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3488604?43188?;42433,,SI,411,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3494833?43827?;43068,,SI,242,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3496071?43900?;43136,,SI,376,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3497496?43982?;43217,,SI,391,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3498704?44113?;43348,,SI,368,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3498764?44122?;43367,,SI,346,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3499573?44221?;43458,,SI,350,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3176098?23916?;23415,,SI,273,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3306551?35736?;35118,,SI,137,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3328559?33199?;32593,,SI,0,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3339480?34157?;33564,,SI,227,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3339480?34157?;33564,,SI,65,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3339480?34157?;33564,,SI,225,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3339542?34161?;33580,,SI,0,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3339542?34161?;33580,,SI,0,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3410234?38226?;37551,,SI,7,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3410313?64528?;63534,,SI,311,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3416024?39216?;38536,,SI,65,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3416024?39216?;38536,,SI,65,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3420683?38949?;38264,,SI,59,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3141418?22488?;22011,,SI,175,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3147928?82209?;81053,,SI,723,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3260124?;113671?112158,,SI,769,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3359170?35066?;34457,,SI,0,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3364899?45305?;44531,,SI,132,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3365466?35389?;34776,,SI,356,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3393671?;116227?114717,,SI,814,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3393671?;116227?114717,,SI,821,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3393671?;116227?114717,,SI,813,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3428341?39494?;38793,,SI,140,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3428341?39494?;38793,,SI,188,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3437739?40129?;39422,,SI,42,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3437739?40129?;39422,,SI,33,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3438602?40186?;39469,,SI,138,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3438602?40186?;39469,,SI,95,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3453792?41081?;40367,,SI,196,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3453792?41081?;40367,,SI,196,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3454413?41125?;40404,,SI,559,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3464527?41728?;40970,,SI,64,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3471741?42167?;41417,,SI,105,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3472693?42221?;41472,,SI,316,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3483712?42796?;42043,,SI,342,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3490293?43322?;42569,,SI,157,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3491092?44001?;43235,,SI,153,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3494833?43827?;43068,,SI,154,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3496071?43900?;43136,,SI,180,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3496071?43900?;43136,,SI,191,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3498097?44033?;43265,,SI,143,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3498437?44076?;43311,,SI,143,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3498764?44122?;43367,,SI,359,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem;324241?1?1 ?;3499573?44221?;43458,,SI,281,MITRACLIP SYSTEM Clip Delivery System,N/A,2993 ? No Known Device Problem

Manufacturer narrative:
(B)(4). DUE TO SYSTEM LIMITATIONS, THE TYPE OF REPORT IS SELECTED AS 30-DAY ALTHOUGH THIS IS A PERIODIC REPORT. IT WAS REPORTED THROUGH TVT REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO ADVERSE EVENTS. THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE MITRACLIP DEVICES COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009.

Event description:
IT WAS REPORTED THROUGH THE TRANSCATHETER VALVE THERAPY (TVT) REGISTRY DATA THAT MITRACLIP DEVICES MAY BE RELATED TO 63 ADVERSE EVENTS WHICH ARE CONSIDERED SERIOUS INJURIES. THE RELATIONSHIP OF THE ADVERSE EVENTS TO THE MITRACLIP DEVICE COULD NOT BE DETERMINED BASED ON THE DATA RECEIVED FROM THE REGISTRY. TVT REGISTRY DATA IS REPORTED AS A SUMMARY PER SUMMARY REPORTING EXEMPTION APPROVAL NUMBER - E2015009.